Event description:
Patient reported, right side rupture. And discomfort. And peri implant fluid. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, pain and seroma-late was received on sep 27, 2023, with lot number (B)(4).. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed, as fold flaw opening. And missing on the anterior side assessed, as inconclusive (shell thickness was within specification). Pain: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Additional observation. No penetrating nick (stress marks). Brown particles observed. Crease observed, on the device. Wear abrasion observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. It is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "peri implant fluid." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional addiotnally reported right side "bilaterally to capture peri implant fluid". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported left side rupture. Device remains implanted.